Event description:
It was reported that the patient had a fall. It was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited rising impedance. Lead fracture was also confirmed on both pacing leads. Both the ra and rv lead were inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.